Manufacturer narrative:
All information provided by manufacturer, and a mandatory medwatch form other text : na.

Event description:
It was reported that inappropriate noise was sensed on the lead. During the explant procedure the patient expired. While removing the lead using the spectranetics laser lead removal system, a tear at the right atrial superior vena cava junction was made. The healthcare professional does not allege that the patient's death was device related. However, the patient's death occurred as a complication that came with the lead extraction procedure.